Manufacturer narrative:
(B)(4). Date of event: the peritonitis event occurred ¿sometime in (B)(6) 2016¿. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. On an unreported date, the patient was hospitalized for peritonitis. The cause of the event, treatment details, and patient's recovery status were not reported. One day prior to the receipt of this report, the patient was discharged from the hospital. It was reported the patient will be resuming apd therapy. No additional information is available.